Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, when the patient was in the operating room under anesthesia, while inserting the instruments, the arm cart assembly (aca) gave a non-recoverable arm error and became inoperable. The procedure was continued using the reserve arm. It took 5 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicate that preliminary review of the logs found an error "danger: instrument drive unit mechanical release active. Withdraw instrument; remove arm from use. Contact medtronic support." Was observed on the reported aca. This suggests that the e-release was activated where the z-slide was identified as disconnected. The e-release package was successfully deployed. The instrument drive unit (idu) was able to move up and down z-slide successfully without any issues. Review of the provided image notes that it shows the alert message: "arm 3: warning: non-recoverable arm error. Follow other arm-specific notifications or remove arm from use and unplug arm to continue.". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.